Event description:
It was reported that a pump alarms constantly for an upstream occlusion when no occlusion is present (medication, programmed amount and delivery rate unk). No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval found the device inoperable due to a constant reload set alarm. The lower ultrasonic sensor readings were confirmed to be blow specification. With a low ultrasonic sensor reading, the pump becomes more sensitive to upstream occlusion alarms. The ultrasonic sensor was replaced.